Event description:
Allegedly the hip was unstable and during the revision the liner was found to be disengaged from the shell.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The package insert was reviewed and photographic images were made.

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00810, 00812, 00813, 00814. This event occurred in (B)(6).